Event description:
Customer reportedly received the following results on the aviva system: within 10 minutes - 45 mg/dl and 130 mg/dl within 10 minutes - 360 mg/dl and 145 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Consumed, will not be returned.